Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the device did not fire. The surgeon was able to press the green button but could not squeeze the handle. The reload was replaced by a new one to complete the case. There was no patient injury.